Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer does not recommend meter to meter comparison, the owner's booklet instructs" if comparing results between truetrack and a lab system, perform a truetrack blood test within 30 minutes of lab test. Results from truetrack are considered accurate if within +/- 20% of lab results. If patient has recently eaten, fingerstick results from truetrack can be up to 70 mg/dl higher than venous lab results."

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 429 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer also stated that she has noticed that the truetrack meter is reading higher than her other meter; advised the customer that it is not recommended by the manufacturer to compare meters to meter. Results from truetrack are considered accurate if within +/- 20% of lab results per booklet guide. The customer has not made any recent changes in her diet, exercise regimen, or medication. The customer is completely out of test strips and unable to perform a back to back blood tests.